Event description:
It was reported that a patient underwent an urological procedure on an unknown date and suture was used. During an unknown urological surgery, it was noticed that the needle was unusually bent before using it. The needle hole was a different shape than usual and the needle and suture were attached in an unusual way. It was not a control release needle. This event was found before use. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/1/2026. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: could you please provide the lot number? Unk. Do you have any photos available for visual analysis? Unk. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. - please provide the source or name of person providing answers to follow-up questions: (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Two empty labeled winding former and two needle sutures that were received for analysis. Product code pdp510g. During the visual inspection the suture of both needles were noted to be interlaced, forming a knot. Upon visual analysis of the returned open sample, it was observed that on one of needles, the closure of the channel area was noted to be distorted; besides that, the swage area was observed with overly compressed presenting sharp edge or a wing-like projection condition. Also, the insertion of the suture is not totally confined inside of the channel of the needle. Based on the information currently available, fin defect, bending needle and the protrusion defect were identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.